Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized on (B)(6) 2017 at 11 am with a blood glucose level of 366 mg/dl. Prior to hospitalization, customer's blood glucose was 400 mg/dl. The customer experienced symptoms such as ketones. The customer was treated with their insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.